Event description:
I had light adjustable cataract lenses implanted. My vision was good until my opthamologist did a ultraviolet light adjustment. After my vision decreased. He did two more adjustments and vision got worse and worse. Glasses or contact lenses now cannot correct my vision in that eye. After the light adjustments my vision continued to be worse/non correctable now.